Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a paired libre 3 plus sensor, with reported glucose values between 300 and 500 mg/dl during a supply change, and the user required assistance due to difficulty performing the full supply change with a contact detach steel infusion set and a reported libre 3 plus error. Symptoms included elevated blood glucose without reported acute complications. Outcomes included user frustration and the need for troubleshooting and education, with guidance provided and tutorials sent. Investigation included customer support troubleshooting and education. Investigation of this case revealed cause of hyperglycemia was unclear and no device malfunction could be confirmed based on available information. It was concluded that the event involved hyperglycemia of unclear cause with user handling challenges during supply change and sensor pairing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.